Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found inside the lead. The conductor coil and insulation were found squeezed and damaged 20.5 cm distal to the is-1 connector pin. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the fixation helix was found bent and stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient was admitted to hospital with bradycardia and this rv lead was explanted (B)(6) 2023 and replaced with a temporary lead due to oversensing, loss of capture, and failure to pace (x-ray looked normal). System was upgraded to a crt-p system on (B)(6) 2023. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.